Manufacturer narrative:
An event of mitral regurgitation after implant was reported. A returned device assessment could not be performed as the device remains was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the physician believed that the cause of the reported incident was due to patient origin. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 29mm tailor flexible annuloplasty band was chosen for implant. Prior to implant, blood flow was interrupted to place the band. After the band was implanted, blood flow was released, and mitral valve systolic anterior movement (sam) was confirmed via echocardiogram. The tailor valve was removed and a 36mm non-abbott valve was implanted as a replacement.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.